Manufacturer narrative:
The pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed multiple increases in power consumption starting (B)(6) 2011. Multiple high watt alarms have been logged since (B)(6) 2011. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on review of historical data of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product not returned.

Event description:
It was reported per the clinical database that three days post implant, the patient had elevated lactate dehydrogenase (ldh) levels and high watt alarms. Over the next seven days, (B)(6) 2011, the watt range increased from a range of 6.0 to a high of 15.7. Also, over that same seven day period, the flow gradually increased from 3.8 to greater than 10 l per minute. A pump thrombus was suspected. On (B)(6) 2011, the patient underwent a device exchange. No further patient complications have been reported as a result of this event.